Event description:
Hill-rom received a report from the account stating the right head siderail will not latch. The bed was located at the account in the bed repair shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail center link damaged causing the latching mechanism not to engage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the center link to resolve the issue. Based on this information, no further action is required.